Event description:
It was reported that the device kept beeping and was not working. Customer biomed performed testing and the device passed. There was patient involvement and no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device kept beeping and was not working. Customer biomed performed testing and the device passed. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the customer report that the device kept beeping and was not working was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating as intended. The event was reported to have occurred on 03aug2023. The event time was not reported. A review of the pump module event log showed that on the reported event date at 9:53:13 pm, the suspect device was powered on/attached to pcu s/n: (B)(6) as channel a. (The pump module was noted to be attached to a different pcu the day prior.) From 10:44:26 pm to 10:49:31 pm, a primary infusion of an unknown drug was eventually programmed at a rate of 30 ml/h and vtbi of 30 ml. At 10:55:46 pm, a secondary infusion programmed of an unknown drug was programmed at a rate of 100 ml/h and vtbi of 50 ml. At 11:25:52 pm, the secondary infusion completed on schedule and reverted to the primary infusion. At 11:26:32 pm, the primary infusion was reprogrammed at a rate of 100 ml/h and vtbi of 100 ml. On (B)(6) 2023 at 12:26:42 am, the primary infusion completed, and the pump module was channeled off. No further infusion was noted. A review of the pump module error log showed no records associated to the reported incident. Inspection and testing of the incident administration and secondary sets could not be performed since these were not returned for investigation. According to the alaris system user manual v9.33, the following instructions are noted: troubleshooting and maintenance should be performed only by qualified personnel, using the applicable technical service manual and the system maintenance software. The service manuals includes routine service schedules, interconnect diagrams, component parts lists and descriptions, test procedures, and other technical information to assist qualified service personnel in repair and maintenance of the instrument¿s repairable components. The system maintenance software is used to perform a new instrument check-in, preventive maintenance tests, calibration checks, calibration, and other maintenance functions. Qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the device kept beeping and was not working could not be determined without the rest of the incident items (pcu/administration and secondary sets) being received for investigation. The returned device was fully evaluated, and no issues or anomalies were found relevant to the reported issue. Note that imdrf annex a040502, a1801, a0404, c0601, c23, c070606, d15, d01, d11, d02, g02017, g04037, g04067, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device kept beeping and was not working. Customer biomed performed testing and the device passed. There was patient involvement and no harm.